Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17949 & 3006705815-2022-17983 it was reported that patient's programs would not appear while connected to the ipg and there was high impedance on the leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿patient programs would not appear¿ when trying to connect with ipg was not confirmed. Analysis of the returned ipg found it had no physical anomalies and it communicated with all lab utilities. The logs were able to be extracted from the ipg and all patients¿ programs were able to be seen when using a lab cp.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.